Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 3.5 mm and appears used. Examination under magnification revealed that the pattern on the tip face is consistent with minimal degrading. There was no damage noted along the body of the fiber. Visual examination also revealed that light cannot travel to the fiber within the sma connector to illuminate it indicating that the fiber is broken within the connector. As a result of this, the strain relief and connector boot melted. The condition of the returned device would cause the connector to overheat as well as a user burn thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that aflexiva (tm) tractip high power single-use laser fiber was used during a procedure. According to the complainant, after the procedure when the nurse went to remove the fiber from the console, it was noted that the connector boot had melted. The connector was hot and when removing the fiber from the console the nurse's finger was burned. There was no injury to the patient. It is unknown if or how the nurse's burned finger was treated. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that aflexiva (tm) tractip high power single-use laser fiber was used during a procedure. According to the complainant, after the procedure when the nurse went to remove the fiber from the console, it was noted that the connector boot had melted. The connector was hot and when removing the fiber from the console the nurse's finger was burned. There was no injury to the patient. It is unknown if or how the nurse's burned finger was treated. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.